Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons were sticking and were harder to press. And they could smell insulin in reservoir area. The customer¿s blood glucose level was unknown. The insulin pump had unexplained no delivery alert. The gear was louder when than before when priming when priming have to hold much harder; back light was not coming on even when change of fresh batter. The reservoir and insulin pump will not be returned for analysis.